Manufacturer narrative:
Siemens filed initial MDR on 27 apr-2021. Additional information (24-may-2021): siemens further investigated the issue and determined that a single patient sample was impacted by the event. Since discordant results were obtained on the single sample, siemens determined that pre-analytical sample variables potentially contributed to the imprecise autoantibodies to thyroglobulin (atg) results. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2247117-2021-00011_s1 was also filed for the same event.

Manufacturer narrative:
The customer contacted a siemens customer care center. Since the autoantibodies to thyroglobulin (atg) assay has a sample pre-dilution step, a regional service center (rsc) specialist checked for sample probe or dilution cup errors and did not find any. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse performed the total service visit check list and found no abnormities. The cse performed a decontamination on substrate and changed the sample probe. Then, the cse made adjustments to sample arm z/x positions at dilution well and performed a water test, which passed. The customer ran quality controls (qc) which resulted acceptably. The customer stated that there have not been any additional atg discordant results since the service was performed. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2247117-2021-00011 was filed for the results generated on 31-mar-2021.

Event description:
Imprecise autoantibodies to thyroglobulin (atg) results were obtained on a patient sample on an immulite 2000 xpi instrument across two days. The customer reported a result of "quantity not sufficient" to the physician(s) and sent out the sample for thyroglobulin (tg) liquid chromatography-mass spectrometry (lc-ms). The result obtained using lc-ms has not been provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the imprecise atg patient results. MDR 2247117-2021-00011 pertain to discordant results obtained on the same patient.